Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however a disc with x-rays was returned for investigation. The x-ray review confirmed the reported allegation, a locking screw can be seen broken and out of position. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code. Added: h6 (clinical and device code).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the glenosphere at the bone to implant interface. The glenosphere broke off at mid screw of the metaglene. Relevant components retrieved and re implanted with new implants. Original stem and epiphysis were stable and not affected by the broken glenoshere. Right shoulder